Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Although no reprocessing procedure deviations were observed, based on the investigations, the potential cause is attributed to insufficient reprocessing from improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the reprocessing technician perform reprocessing of the tjf 180 & tjf 160vf scopes. All steps were followed by the reprocessing technicians. The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified brevundimonas vesicularis that is categorized as high concern organisms. The reported enterococcus faecalis was not identified. Additionally, the external expert found the following during destructive sampling: bleaching of the glue of the bending section, surplus of glue around the objective lens and the air/ water nozzle, damaged glue around the objective lens and the light guide lens, detachment glue and presence of hole at the glue around the air/ water nozzle, presence of oxidation at the distal end body. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for enterococcus faecalis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The scope was forwarded to an independent laboratory for sterilization and then returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope was repaired and returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.